Event description:
It was reported that a pt underwent a total pelvic floor repair procedure on an unknown date. Intraoperatively, the bladder was punctured. As a result, the bladder was surgically repaired and a foley catheter was placed. The event was reported as resolved.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.